Event description:
A report was received that the patient was experiencing severe pain at the pocket site a month after revision. The physician thought it was a pinched nerve. Pain killers, muscle relaxers, anti-inflammatories and steroid injection were prescribed which provided temporary relief.